Event description:
Customer reports back to back testing while using the advantage system with results of: 186 mg/dl to 86 mg/dl; 186 mg/dl to 93 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.